Manufacturer narrative:
Block h6, method code 86, assigned as the product was retained by the hospital & not returned for testing.

Event description:
During a fistula procedure, the catheter balloon ruptured. The distal half of the balloon balled up on the distal tip of the shaft. An 8 french sheath was placed to assist in catheter removal. When the catheter was removed from the pt, a piece of the balloon remained inside the sheath. There was no piece of the balloon detected in the pt.